Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had been experiencing phrenic muscle stimulation since implant. The left ventricular lead had been reprogrammed to address the stimulation, however, some stimulation was still present. On (B)(6) 2018, the lead was removed and a new lead was placed in a different target branch. The patient was stable throughout the procedure.